Event description:
It was reported that after insertion of the iab, blood was seen entering the helium tubing. Under fluoroscopy, the tip of the catheter was removed and replaced without any complications.